Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), hypersensitivity ("allergy reaction"), dermatitis allergic ("skin allergy"), autoimmune disorder ("autoimmune disorder") and headache ("headache"). The patient was treated with surgery (left salpingo oophorectomy, hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, anxiety, depression, hypersensitivity, dermatitis allergic, autoimmune disorder and headache outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dermatitis allergic, headache, hypersensitivity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), hypersensitivity ("allergy reaction"), dermatitis allergic ("skin allergy"), autoimmune thyroiditis ("hashimoto's thyroiditis"), headache ("headache"), sjogren's syndrome ("sjogrens"), meniere's disease ("meniere's disease"), fatigue ("extreme fatigue"), feeling abnormal ("brain fog"), arthralgia ("joint pain"), arthritis ("arthritis") and premature menopause ("premature menopause") and was found to have hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (left salpingo oophorectomy, hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, anxiety, depression, hypersensitivity, dermatitis allergic, autoimmune thyroiditis, headache, sjogren's syndrome, meniere's disease, fatigue, feeling abnormal, arthralgia, arthritis, premature menopause and hormone level abnormal outcome was unknown. The reporter considered anxiety, arthralgia, arthritis, autoimmune thyroiditis, depression, dermatitis allergic, fatigue, feeling abnormal, headache, hormone level abnormal, hypersensitivity, meniere's disease, pelvic pain, premature menopause and sjogren's syndrome to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: summon received : previously reported event "autoimmune disorder" updated to "hashimoto's thyroiditis". Events- " sjogrens, meniere's disease, extreme fatigue, brain fog, joint pain, arthritis, premature menopause, hormone imbalance" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('associated fragments of medical/surgical hardware consistent with metallic essure coils') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, eczema, gluten sensitivity, hashimoto's thyroiditis, human papilloma virus infection and seasonal allergy. Concurrent conditions included sulfonamide allergy, chronic cervicitis and paratubal cyst. Concomitant products included desvenlafaxine succinate (pristiq), estradiol;norethisterone acetate (activella) and thyroid (armour thyroid). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), hypersensitivity ("allergy reaction"), dermatitis allergic ("skin allergy"), autoimmune thyroiditis ("hashimoto's thyroiditis"), headache ("headache"), sjogren's syndrome ("sjogrens"), meniere's disease ("meniere's disease"), fatigue ("extreme fatigue"), feeling abnormal ("brain fog"), arthralgia ("joint pain"), arthritis ("arthritis") and premature menopause ("premature menopause") and was found to have hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (left salpingo oophorectomy, hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, anxiety, depression, hypersensitivity, dermatitis allergic, autoimmune thyroiditis, headache, sjogren's syndrome, meniere's disease, fatigue, feeling abnormal, arthralgia, arthritis, premature menopause and hormone level abnormal outcome was unknown. The reporter considered anxiety, arthralgia, arthritis, autoimmune thyroiditis, depression, dermatitis allergic, device breakage, fatigue, feeling abnormal, headache, hormone level abnormal, hypersensitivity, meniere's disease, pelvic pain, premature menopause and sjogren's syndrome to be related to essure. The reporter commented: right ovarian and fallopian tube removed in 1985. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Event added: associated fragments of medical/surgical hardware consistent with metallic essure coils. Reporters information, concomitant drugs, and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('associated fragments of medical/surgical hardware consistent with metallic essure coils') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, eczema, gluten sensitivity, hashimoto's thyroiditis, human papilloma virus infection and seasonal allergy. Concurrent conditions included sulfonamide allergy, chronic cervicitis and paratubal cyst. Concomitant products included desvenlafaxine succinate (pristiq), estradiol;norethisterone acetate (activella) and thyroid (armour thyroid). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), hypersensitivity ("allergy reaction"), dermatitis allergic ("skin allergy"), autoimmune thyroiditis ("hashimoto's thyroiditis"), headache ("headache"), sjogren's syndrome ("sjogrens"), meniere's disease ("meniere's disease"), fatigue ("extreme fatigue"), feeling abnormal ("brain fog"), arthralgia ("joint pain"), arthritis ("arthritis") and premature menopause ("premature menopause") and was found to have hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (left salpingo oophorectomy, hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, anxiety, depression, hypersensitivity, dermatitis allergic, autoimmune thyroiditis, headache, sjogren's syndrome, meniere's disease, fatigue, feeling abnormal, arthralgia, arthritis, premature menopause and hormone level abnormal outcome was unknown. The reporter considered anxiety, arthralgia, arthritis, autoimmune thyroiditis, depression, dermatitis allergic, device breakage, fatigue, feeling abnormal, headache, hormone level abnormal, hypersensitivity, meniere's disease, pelvic pain, premature menopause and sjogren's syndrome to be related to essure. The reporter commented: right ovarian and fallopian tube removed in 1985. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), hypersensitivity ("allergy reaction"), dermatitis allergic ("skin allergy"), autoimmune disorder ("autoimmune disorder") and headache ("headache"). The patient was treated with surgery (left salpingo oophorectomy, hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, anxiety, depression, hypersensitivity, dermatitis allergic, autoimmune disorder and headache outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dermatitis allergic, headache, hypersensitivity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.